Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Updated information in h6.

Manufacturer narrative:
The device is not available for investigation. A review of the device history record is pending. Other reporting contact: (B)(6)

Event description:
The complaint involved the following device: primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. The y-site pierced cap reportedly fell off, causing leakage of an unspecified chemotherapy drug during use on a patient. There was no drug exposure. There were no obvious defects noted on the product. The products were stored in an air-conditioned room. There was no harm to the patient and no delay in critical therapy.